Event description:
It was reported that customer received alert 11 for an incomplete bolus while using pump, and blood glucose was shown as ¿High¿ at that time. There was no reported adverse impact to the customer¿s blood glucose level beyond the high reading. Customer gave a correction bolus using pump and did not need help from any third party, and Technical Support explained meaning of alert and instructed customer to always return to pump home screen and ensure pump screen was off before putting pump away to avoid accidental screen touches and incomplete alerts, which customer understood and acknowledged.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.